Manufacturer narrative:
No definitive root cause could be determined. Assistance provided to the customer over the phone has resolved the issue. This customer has not logged any complaints against this instrument since this incident.

Event description:
The customer indicated that, the temperature of the mts incubator was out of specification. Incorrect incubation temperature can lead to false positive and false negative test results, which can lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.